Manufacturer narrative:
No bends or kinks in the soft cannula were observed. No issues were found that would indicate the pod was not delivering insulin. There was no evidence that the cannula had become dislodged, or that the adhesive pad was not adhered.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f; 15546-aw rev d 06/2016, checking your blood glucose 7 / page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose levels reached 18.7 mmol/l (337 mg/dl) while wearing the pod on the hip/buttocks. The patient noted the adhesive near the cannula was coming up and the cannula appeared bent. A bolus was administered to treat the hyperglycemia.